Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the black box and alarm history showed no evidence of call service communication alarms. Rewind, load, and prime steps were performed successfully with no call service alarms. The pump was tested for 24 hours and no alarms were emitted. The pump cover was removed to find no intermittent conditions to the printed circuit board and no internal moisture. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked from the threads to the cover. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.